Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was intraocular lens (iol) rotation from 161 to 22 degrees. Iol repositioning was planned for (B)(6) 2018. There was no patient complication and/or related injury. The outcome does not significantly interfere with activities of daily life. No additional information was provided to johnson & johnson surgical vision, inc.

Manufacturer narrative:
Corrected data: in review of the file the following information was known; however, was inadvertently not captured. Implant date: (B)(6) 2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. It was confirmed that the repositioning surgery took place on (B)(6) 2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.